Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at display window corner, reservoir tube lip, minor scratched display window and broken belt clip slot.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their insulin pump was scrolling when they were attempting to enter their carbohydrates. Customer's blood glucose was 136 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.